Event description:
The following has been reported: biomed called and reported issue with pump is "dial did not close". There was no patient harm and no report of issue stopping an active infusion. Biomed reported could not get pump to pass test infusion, keeps saying "dial error". A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) unknown if an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sticky pins. Fva was removed and identified debris on the fva output pin and fva lip seals are showing wear. Fva pin was cleaned and that this cleaning resolved the drag. Lip seals will be removed and replaced. No other internal damage found.